Event description:
It was reported that customer experienced continuous glucose monitor error message while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, and support guided customer through complete pump reset, after which error did not reappear and customer successfully started new sensor session.